Event description:
Vasoactive infusions were running via the MRI pump and connected to the pt. The MRI pumps continuously had error alarms. One alarm was due to the black pins in the pump door being bent/half broken and the other alarm was bubble when ther were no bubbles. These evens caused the vasoactive (bp supportive meds) to not run and patients blood pressure dropped to 25/20 and the heart rate to become unstable. Significant amount of emergency medications had to be given to prevent the impending cardiac arrest. The pt was disconnected from the MRI pump and reconnected to the alaris.